Event description:
Per hosp's internal report: pt's head was positioned in headrest. Pin disintegrated in many pieces and the pt's head was inadvertantly released from the headrest. The attending md caught the head prior to any significant movement.